Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient was in an over discharged state. It was noted the patient was being sent a new belt. It was logged that the patient last charged/used the device greater that 6 months prior to report but less than a year prior. It was noted the manufacturer representative had to do 2 physician mode recharges and told the patient she would need to exercise the battery. It was logged she did a little programming. It was reported they may meet again to set up adaptive stimulation to get better coverage. It was noted that the over discharge was "fixed" on the day of report. Additional information received reported the reason for the over discharge was patient compliance. It was noted the patient had had some difficulty getting all the boxes filled with recharging. It was logged that her typical pain was that of low back pain down the legs bilaterally, with the left leg worse. It was reported the manufacturer representative did the trickle charge and it took 2 of the 60 minutes countdowns. It was logged that she then did an impedance check which showed three contacts greater than 10,000. It was noted they were numbered 9, 12, and 15. It was logged that a reprogramming was done that provided "great" coverage of her low back and down the legs bilaterally. It was noted the patient was instructed to call in the next 1 to 2 weeks with a condition report and that they could set the adaptive stimulation up if she was happy with her coverage.